Event description:
It was reported that lead dislodgment due to twiddlers syndrome was observed. Lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.